Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had to charge the ipg frequently and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1110 sn: (B)(6). A review of the manufacturing documentation for the device revealed that no anomalies or deviations related to the event occurred during manufacturing. There is no evidence that the device were used in a manner inconsistent with the labelled indications-instructions for use. The device are on legal hold within the post market quality assurance laboratory and cannot be tested further. There is no additional information at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the patient had to charge the ipg frequently and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well post-operatively.